Event description:
The customer reported that the ortho provue is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample/reagent, carryover and/or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and observed the wash station cracked and air pressure too high caused by dirty pressure regulator. The field engineer replaced wash station, cleaned pressure regulator and adjusted pressure per current service cd instructions. Replacement of the wash station, cleaning of the pressure regulator, and pressure adjustment has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B)(4).